Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain / pain / mild to severe pain pelvic (everyday, intensified)") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1991, (B)(6) 1996, (B)(6) 2003. Her third child had the cord wrapped around his neck in 2003, but survived.), abortion, type 2 diabetes mellitus, herniated disc, shortness of breath, chest pain, tightness in chest, ankle swelling, hypertension, gerd, arthritis, ulcer nos, arthritis, back pain, osteoporosis, cholecystectomy, hepatic disease (chronic non alcoholic liver disease), hyperlipidemia, hypertension, chronic lumbago and cataracts. Concurrent conditions included obesity, ovarian cyst, bleeding menstrual heavy, vaginal candidiasis, metaplasia, cervicitis, intramural leiomyoma of uterus, itching (hydrocodone and oxycodone hydrocodone, morphine, lortab, oxycodone), dysmenorrhea, menorrhagia, vaginal bleeding, non-tobacco user, hair loss and neuropathy. Concomitant products included medroxyprogesterone (depo provera) since 2007 for birth control, pregabalin (lyrica) for neuropathy as well as colecalciferol (vitamin d3), cyclobenzaprine from 2012 to 2017, enalapril, fluconazole since (B)(6) 2017, gabapentin from 2012 to 2017, glipizide from 2008 to 2013, hydrochlorothiazide, meloxicam from 2012 to 2017, metformin, omeprazole from 2015 to 2016, oxycodone/apap (oxycodone w/paracetamol) since (B)(6) 2015, pravastatin sodium (pravastan), pravastatin since 2013, tocopherol (vitamin e) and tramadol hydrochloride (ultram) from 2004 to 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 8 years after insertion of essure (ess205), the patient experienced post procedural haematoma ("wound/ hematoma from hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("mild to severe abdomen pain (everyday, intensified during menstruation)") and complication of device removal ("wound/ hematoma from hysterectomy"). The patient was treated with surgery (underwent a total ysterectomy with bilateral salpingectomy on (B)(6) 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the post procedural haematoma and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, dyspareunia, pelvic pain and post procedural haematoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Cystogram - on (B)(6) 2006: no evidence of urethral diverticulum. On diagnosis: uterus, hysterectomy: cervix with squamous metaplasia and cervicitis. Uterus with secretory phase endometrium and intramural leiomyoma, 1.8 cm. Left oviduct: fallopian tube with vascular congestion and mild fibrous adhesion . Right oviduct: fallopian tube with vascular congestion and mild fibrous adhesions. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: medical record and pfs received. Event dyspareunia, wound/ hematoma from hysterectomy,abdominal pain, device removal complication are added. Lot number updated. Lab data added. Concomitant condition & drug are added. Historical condition and drug are added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total abdominal hysterectomy on (B)(6) 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.